Event description:
During cardiac procedure using a brk transseptal needle, a pericardial effusion occurred. During transseptal puncture when the brk transseptal needle was advanced through the inter-atrial septum, high pressure was noted. A transthoracic echocardiogram revealed a pericardial effusion with subsequent cardiac tamponade. A pericardiocentesis was performed. No further intervention was necessary and the pt remained in stable condition.